Event description:
During servicing of electrode belt sn (B)(4) which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt failed incoming testing. Investigation into the patient's death revealed that a (B)(6) year old male patient passed away on (B)(6) 2015. A review of the patient's downloaded data revealed that the patient was in bradycardia at 30 bpm at the time of device removal. Bradycardia is a non-treatable rhythm. The device was not active at the time of death. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. There is no evidence to suggest the device caused or contributed to the patient's passing. Review of the patient's flags suggests that the device was fully functional during use. No deficiencies were alleged.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the trunk cable was pulled from the strain relief. The root cause of the damaged cable on the electrode belt was excessive force. There is no evidence to suggest the device caused or contributed to the patient's pasing. A review of the patient's flags suggests that the device was fully functional during use.